Manufacturer narrative:
Mml # (B)(4).

Event description:
The patient reported that her implantable pulse generator (ipg) was explanted due to ipg pocket pain. She also noted a poor therapeutic response to treatment, but non-compliance with the prescribed therapy. Mainstay medical was not present at the time of the explant and was only notified after the procedure. The ipg was not returned, so no device evaluation was performed. The device history record was performed. No relevant nonconformances were found that would have contributed to the pain experienced by the patient.